Event description:
The MFR of a contact lens care cup for use with 3 percent hydrogen peroxide systems received a report that the bottom of a lens cup cracked during sterilization. No pt injury occurred. The lens cup was evaluated and venting was observed.